Event description:
Procedural findings: patient had exposed vaginal mesh along the anterior vaginal wall that was removed. Most recently, about three years ago, she had a placement of a restorelle mesh anteriorly with a bilateral sacrospinous ligament fixation and anterior colporrhaphy. She developed recurrent prolapse that was very bothersome to her, and she did not do well with pessaries. She then elected for the above noted procedure. She is also not a good candidate for pessary given her vaginal mesh exposure. Pathology report: the specimen is received fresh submitted as "mesh for gross only" and consists of two tan portions of mesh aggregating to 0.7 x 0.6 x 0.3 cm.